Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the stapler was unable to fire although the surgeon was able to press the green button and squeeze the handle. The handle was also broken and could still move but there were no clips released in the stomach. The reload clamps fell into the cavity and were retrieved. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.